Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Device manufacturer date number unknown / not provided.

Event description:
It was reported that the healing abutment would not seat on the implant. They were able to complete the procedure with another same size healing abutment. Tooth location unknown.

Manufacturer narrative:
One healing collar was returned for investigation, see attached images a122 and a123 in the complaint. Visual inspection of the as returned product identified no damage. Functional testing was performed for the returned product with an in-house stock device and is confirmed that it does seat correctly. No pre-existing conditions were noted on the per. The reported device tooth location and length of implantation of use is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.